Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The instrument was also found to have a grip cable dislodged at the proximal end. This is caused by the broken grip cable at the distal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver had cable damage and it would not hold the needle firmly. The procedure was completed with no reported injury.